Manufacturer narrative:
The investigation into the reported events has been completed. Console logs did not contain any entries on the reported day of event and log entries from the last use did not contain any relevant data, related to this complaint. Visual inspection of the console confirmed broken (missing) purge disk retainer and missing purge disk detect flag, and also showed heavy contamination of the purge assembly. The cause of the issue was a defective component.

Event description:
The complainant reported a broken purge clip on the automated impella controller (aic). There was no reported patient injury.